Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 signal loss to the ilet over approximately three hours while the g7 sensor was in its grace period near end of life, during which the ilet alerted for hyperglycemia and displayed a highest glucose of 258 mg/dl; education and troubleshooting were provided, and the user planned to replace the sensor. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer interview and product-use review. Investigation of this case revealed signal interruption attributable to sensor end-of-life behavior with no ilet hardware malfunction identified, and the device continued automated insulin delivery that was reducing glucose. It was concluded, based on previously established findings for similar reports, that the cause was sensor performance degradation at end of wear life.